Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not working after taking bath and showing or flashing the logo even after removing the battery and replacing it with a new battery. The customer¿s blood glucose was 283 mg/dl. The customer was assisted with troubleshooting. Customer reported that the display was flashing. Customer stated that they did not report the insulin pump screen flashing when screen was turned on after being in sleep mode. Customer decline to troubleshooting for high blood glucose and already treated. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Missing segments/partial display not confirmed. No moisture damage was found on the electronic assembly during visual inspection.